Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. The unit was received stuck in the motor error loop during a bolus/basal delivery. No motor sensor test failure alarm was noted. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The insulin pump was unable to perform the excessive no delivery test and occlusion test due to the motor error alarm. The unit had a minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and motor sensor test failure. The customer's blood glucose was 137 mg/dl. The customer was advised to disconnect from the insulin pump. He reported that the insulin pump had not been exposed to a high magnetic field and that its drive support cap appeared normal. The customer was unable to complete the rewind sequence, which prevented him from performing the displacement test as well. Upon troubleshooting, the insulin pump alarmed motor sensor test failure again. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.